Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient was home alone in the morning and was experiencing a low when she woke up. The patient reported that her blood glucose (bg) reading was 40mg/dl. The patient called her daughter and her daughter called the paramedics for her. The paramedics arrived at the patient's house broke in through the window. The paramedics gave the patient a glucose tablet along with intravenous (IV) therapy. The content of the IV is unknown. The patient was not taken to the hospital. The patient was wearing her dexcom system at the time of event and reported that her sensor session had expired a little before she woke up. At the time of contact, the patient was feeling better and was resting. There was no allegation of malfunction against the dexcom system. No additional event or patient information is available.